Event description:
It was reported that patient presented for an implant procedure. It was noted that the right atrial lead was explanted for an unknown reason. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.